Event description:
It was reported that a user experienced fluctuating blood glucose attributed to incorrect use of meal announcements, including using meal entries as corrections, not announcing meals, overcorrecting lows, and pre-treating lows, which led the user to question whether the ilet algorithm required a reset. Symptoms included hypoglycemia to 52 mg/dl and hyperglycemia to 319 mg/dl with approximately one hour below range and ten hours above range. Outcomes included self-treatment of hypoglycemia with oral carbohydrates and no medical intervention or hospitalization. Investigation included review of user logs and education on proper meal announcement and low treatment practices. Investigation of this case revealed user-related use error rather than a device malfunction, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user error in operation and use.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.